Event description:
Philips received a complaint on the efficia dfm 100 defibrillator/monitor indicating that the paddle shock button was not working. The device was not in use at the time of the event. No patient or user harm was alleged.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the shock button of the blades does not work and there is a need to reposition the blades several times to pass the test. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.